Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). UDI #: (B)(4). The device history record for zimmer electric dermatome serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation. On 19 june 2019, it was reported that during preventative maintenance, a dermatome had a defective needle bearing, damaged cable, defective motor, and out of position control bar. A zimmer electric dermatome serial number (B)(4) was already at a zimmer facility and was available for evaluation. Evaluation of the device noted that the needle bearing was defective, the cable was damaged, that the device was out of calibration and the control bar was not in the correct position. Upon further evaluation, it was found that the motor ran below motor speed specifications and that it was not receiving the proper voltage to run. At the time of the investigation, the product was on a quotation hold and had not been repaired. The device was tested and inspected. While the service technician found the defective needle bearing, motor, control bar, and cable, it cannot be determined from the information provided as to what caused these failures to occur. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the defective needle bearing, damaged cable, defective motor were replaced and control bar position was not correct. The device was re-calibrated. Investigation identified the motor ran below motor speed specifications and that it was not receiving the proper voltage to run. No adverse events were reported as a result of this malfunction.